Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had no symptoms and was treated with lantis. Customer's blood glucose value was 400 mg/dl at time of incident. Customer's current blood glucose value was 192 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The drive support cap appears normal (slightly indented). Customer reports insulin exited at the qr. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to review the most recent bolus history to ensure boluses were accounted for and entered accurately. Customer assisted to perform the high pressure test and result were passed. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation the product was not returned for analysis.